Manufacturer narrative:
Results: the instructions for use identifies vessel perforation and vessel dissection as known possible complications.

Event description:
The patient passed out while playing basketball and presented to the ER with nihss of 20 and was diagnosed with basilar artery occlusion and vertebral dissection. The penumbra system 032 was used to revascularize the posterior circulation. Perforation and/or extravasation were discovered after opening the neurovasculature. The bleeding quickly stopped, and the patient made a full recovery. It was noted that the vertebral dissection was caused by the stroke and was existing at presentation; the perforation of the right pca (p1) / pcom region during the thrombus extraction may or may not have been device related. The patient has made a full recovery since symptom onset and procedure.